Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg. X-rays confirmed that the ipg has flipped in the pocket site. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicting the patient underwent surgical intervention on (B)(6) 2023 where in the patients ipg was repositioned.

Manufacturer narrative:
It was reported to abbott, a patient was experiencing pain at the ipg site. The ipg had flipped in the pocket and was sitting sideways. The patient underwent a revision where the pocket was opened, and the device was tunneled to the left side where impedance was checked, and the surgeon closed the pocket. There were no complications, the patient never was without therapy. The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.